Manufacturer narrative:
H10 - related report numbers- (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm and loss power while running. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A video was received which demonstrated that the pump loses power during drop tests with the rechargeable battery. However, the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
No product was returned for analysis, but two samples from related ¿shutdown when banged¿ complaints were evaluated. The issue occurred only when a severe impact opened the battery door, breaking contact between the rechargeable pack and the pogo pins. With the door latched, the pumps stayed powered during impact testing, and the issue could not be reproduced with aa batteries. The device met all specifications, passed all tests, and no device fault was identified.